Event description:
Ous MDR - it was reported that the pacemaker did not pace approximately 53 months after implantation. The device has been changed. No deterioration in the health status of the patient has been reported. The device was explanted.

Manufacturer narrative:
After it was received, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis showed that the ventricular lead impedance slightly dropped between (B)(6) 2018 and (B)(6) 2019. Other irregularities that could be related to the clinical complaint were not observed. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were free of defects. Leads inserted as a test could be contacted with easy passage, low ohm values, and reliably. The cavity dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during the test. The device showed no limitations of its capability to provide therapy. In summary, the device was without defects during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.